Event description:
It was reported that the patient underwent a surgical procedure to treat sui & pop on (B)(6) 2007 and mesh was implanted into the patient. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation (B)(6) 2007 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced urinary tract infections, urgency, depression and enterocele.

Event description:
Details: it was reported that following insertion, the patient experienced urinary tract infections, urgency, depression and enterocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.